Manufacturer narrative:
(B)(4). Date of initial report: 01/24/2017. The customers report that the device would not activate was not confirmed. Evaluation found the device would activate in both the cut and coagulation mode. An additional finding was found during the investigation. The investigation found the rocker switch to intermittently stick in coagulation mode causing the device to continue activating after the rocker switch was released. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Event description:
The customer reported that during laparoscopic sigmoidectomy procedure, the switch was pressed on but there was no power activation. A new device was used to complete the procedure. There was no patient harm. Covidien's initial evaluation found the device to latch-on when the switch was pressed in the coagulation mode.